Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 600 mg/dl while wearing pod between 36 and 48 hours; due to high bg levels, patient removed pod and administered "24 hour lantus". Symptoms continued and patient was taken to hospital by ambulance the patient was hospitalized in intensive care unit with a bg level of 1064 mg/dl, and was treated with fluids and humalog insulin. After spending 2 days in this hospital, patient self discharged since she felt like treatment wasn't working. Patient went home and continued to vomit, so she went to a different hospital the following day, with a bg level "in the 200s" (mg/dl). Overall symptoms reported include hyperglycemia, nausea, vomiting, heart burn, dehydration, chest pain and high ketones; she also developed an esophagus ulcer from excessive vomiting. Patient went to emergency room and treated with fluids and zofran intravenously; she was released the same day. 4 days later patient continued to feel nauseous and called health care provider, who prescribed omeprazole (20 mg, twice a day), reglan (20 mg, twice a day) for gastroparesis.